Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-45 implantable pacing lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead bipolar impedance was 1000 ohms and no rwaves were being sensed. The rv lead remains in use. No patient complications have been reported as a result of this event.